Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that when powered on the display screen was unable to be viewed and therefore the low voltage differential signal board was replaced. It was noted that the software was also reloaded. (B)(4).

Event description:
It was reported that when powered on the display screen was unable to be viewed, it was blurred with lines and unreadable. The programmer was turned off and back on but the situation did not improve. The programmer was returned for service. There was no patient involvement.